Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead initially showed unsatisfactory sensing and thresholds, even after multiple repositioning attempts. On the final attempt to position the lead, the helix mechanism was rotated 25-30 times but could not extend smoothly. Subsequently, a new lead was implanted, which demonstrated satisfactory parameters. No adverse effects on the patient were reported. This lead is expected to be returned.